Event description:
Procedure: laparoscopic nephrectomy. According to the reporter:after insertion into the patient, a doctor found the balloon could not be inflated. Using new one, no problem was confirmed to complete the case. No patient harm. The patient current status: good nothing of adverse event caused by extension of or time was reported. &quot;no patient info is available: gender: unknown, age: unknown, weight: unknown / the customer did not know if reinforcement material was used.&quot; the request for the additional info was sent to our sr for some basic items.

Manufacturer narrative:
(B)(4)